Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during the patient's fourth extended trochanteric osteotomy (eto) surgical procedure, the surgeon experienced vibration while using the ezout blade. The procedure was completed successfully. Following the procedure, the patient experienced sciatic nerve palsy. The surgeon indicates that the patient is recovering.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during the patient's fourth extended trochanteric osteotomy (eto) surgical procedure, the surgeon experienced vibration while using the ezout blade. The procedure was completed successfully. Following the procedure, the patient experienced sciatic nerve palsy. The surgeon indicates that the patient is recovering.